Event description:
It was reported that the tubing of a y-type tur/bladder irrigation set was disconnected (separated). This was observed after opening the package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and which observed the tubing was separated from the adapter and a lack of solvent was observed during the examination of the tubing. Dimensional testing was performed and the results were within specification. The reported condition was verified. The root cause was improper manual assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.